Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak steadily streaming liquid. Magnified inspection of the leak location identified as a concave gouge on the left edge of the eva below the hanger side bag weld. The leak location was not where the customer had reported it. A leak with this size and magnitude would be obvious if the leak was present during bag filling. The condition was determined to be manufacturing induced; the leak location and appearance under magnification suggest contact with a machine guide or surface. Multiple levels of manufacturing controls are in place to mitigate the occurrence of this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Operator of device unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag had a hole on the left seam. The hole was discovered after compounding. This report documents no patient involvement or adverse events. No additional information is available.